Event description:
During anatomic total shoulder arthroplasty, zimmer biomet glenoid sizer handle (product number: sbgl2000) broke and a piece was retained in the patient. Retained object was not identified until after surgery during post-operative x-ray. Patient returned to or same day for rfo removal.